Event description:
It was reported that during preparation of the device for transplant, the syringe driver was stuck and the ball bearings were falling out of the syringe driver guides. After cleaning, the driver was able to be pulled however, it was unable to be pushed in easily. During this time, additional bearings began to fall out of the syringe driver guides. The liver was transplanted successfully.

Manufacturer narrative:
The reported event of a syringe driver bearing failure was confirmed. During servicing, the lower left bearing seal was noted to have fallen out. The syringe driver was removed and replaced, and the device subsequently passed all testing.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.